Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: an rmm is scheduled for 26 june for the analysis of the case what tissue structure the broken needle was located? Thoracic was there any additional tissue damage as a result of searching for the needle piece? No what is the scheduled date for the surgery to remove the broken needle? According to the rmm decision what is the surgeon's opinion of consequences to the patient? What is the surgeon's opinion of consequences to the patient?biocompatibility of needle highly probable. Immediate post-op procedure risky for limited benefit. Patient information, monitoring and planned intervention proposed to the patient for withdrawal: patient follow-up according to radiologist's advice. Proposal to remove pieces of needles during another operation scheduled within 2 months. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Has the date for the re-operation been scheduled yet? If yes, please provide date. Has the patient under re-operation for removal of the needle pieces? If yes, please provide date. Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Note: related events reported via 2210968-2023-04176 and 2210968-2023-04177.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, ten unopened samples that pertain to product code j587h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2023 and suture was used. During the procedure, successive breakage of 2 needles (different units from the same batch) during fixation of the right-side advancement flap. Fragments of the 2 needles not found despite careful search, intraoperative scopy and filtration of the contents of the suction jar. Control x-rays taken postoperatively attesting to the presence of fragments at the surgical site. Patient information, monitoring and planned intervention proposed to the patient for withdrawal. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue structure the broken needle was located? Was there any additional tissue damage as a result of searching for the needle piece? What is the scheduled date for the surgery to remove the broken needle? What is the surgeon's opinion of consequences to the patient? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04177.